Event description:
Initial results for two pt creatinines were 3.9 and 4.3. When repeated, the results were 0.7 and 1.3 respectively. The incorrect results were not used to guide therapy. The field service rep was unable to confirm a malfunction of the system.